Manufacturer narrative:
09/12/2017 04:25 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): the field service engineer (fse) verified gas loss alarms were present in the data analysis logs, but there was no over temperature alarms present . The fse could not duplicate the temperature related errors. Since the iabp was close to 5000 hours, the fse replaced the compressor and ran the iabp. The fse performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use.

Event description:
While in use on a patient, the intra-aortic balloon pump (iabp) was taken out of service due to a note being observed that read that the iabp had gas loss alarms and an over temperature alarm. However, no death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The cardiosave intra-aortic balloon pump (iabp) was taken out of service with a note attached that read that, while in use on a patient, the iabp had gas loss alarms and an over temperature alarm. However, no death or injury was reported.